Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure seems a little displaced') in a 42-year-old female patient who had essure (batch no. 277241-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, energy decreased, joint pain, fibroids and grand multiparity. Previously administered products included for prevent pregnancy: nuvaring on (B)(6) 2010. Concurrent conditions included celiac sprue, multiple sclerosis, lyme disease and chronic abdominal pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2013, the patient experienced pain ("over all body ache") and arthralgia ("knee pain/ left hip aching "). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ passed clots"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced arthritis ("arthritis"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of personal independence in daily activities ("it was affecting my abilities to do important daily activity"), headache ("headache"), vitreous floaters ("floaters in front of my eyes"), scar ("scar tissue"), anxiety ("anxiety"), musculoskeletal stiffness ("stiffness"), visual impairment ("vision problem"), fear ("scared"), vaginal disorder ("vaginae hurting") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, pain, arthritis, arthralgia, loss of personal independence in daily activities, headache, vitreous floaters, scar, anxiety, musculoskeletal stiffness, visual impairment, fear, vaginal disorder and abdominal pain upper outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, fatigue and migraine had resolved. The reporter considered abdominal pain upper, anxiety, arthralgia, arthritis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fear, headache, loss of personal independence in daily activities, menorrhagia, migraine, musculoskeletal stiffness, nausea, pain, scar, vaginal disorder, vaginal haemorrhage, visual impairment and vitreous floaters to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012. He has chronic abdominal pain and she feels it was related to essure that has migrated. Left side 3 trailing coils, right side- 4 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Essure coils are seen in the region of the fallopian tubes bilaterally. Tubes were blocked. X-ray - on (B)(6) 2018: the right essure seems a little displaced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure seems a little displaced') in a 42-year-old female patient who had essure (batch no. 277241-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, energy decreased, joint pain, fibroids and grand multiparity. Previously administered products included for prevent pregnancy: nuvaring on (B)(6) 2010. Concurrent conditions included celiac sprue, multiple sclerosis, lyme disease and chronic abdominal pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2013, the patient experienced pain ("over all body ache") and arthralgia ("knee pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ passed clots"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced arthritis ("arthritis"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of personal independence in daily activities ("it was affecting my abilities to do important daily activity") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, pain, arthritis, arthralgia, loss of personal independence in daily activities and headache outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, fatigue and migraine had resolved. The reporter considered arthralgia, arthritis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, loss of personal independence in daily activities, menorrhagia, migraine, nausea, pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012. He has chronic abdominal pain and she feels it was related to essure that has migrated. Left side 3 trailing coils, right side- 4 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Essure coils are seen in the region of the fallopian tubes bilaterally. Tubes were blocked.. X-ray - on (B)(6) 2018: the right essure seems a little displaced. Concerning the injury reported in this case, the following once were described in medical records: nausea, vaginal hemorrhage, menorrhagia, dysmenorrhea, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device dislocation lot number reported (277241) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received new event added headaches. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure seems a little displaced') in a 42-year-old female patient who had essure (batch no. 277241-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, energy decreased, joint pain, fibroids and grand multiparity. Previously administered products included for prevent pregnancy: nuvaring on (B)(6) 2010. Concurrent conditions included celiac sprue, multiple sclerosis, lyme disease and chronic abdominal pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 012, the patient experienced fatigue ("fatigue"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2013, the patient experienced pain ("over all body ache") and arthralgia ("knee pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ passed clots"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced arthritis ("arthritis"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and loss of personal independence in daily activities ("it was affecting my abilities to do important daily activity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, pain, arthritis, arthralgia and loss of personal independence in daily activities outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, fatigue and migraine had resolved. The reporter considered arthralgia, arthritis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, loss of personal independence in daily activities, menorrhagia, migraine, nausea, pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012. He has chronic abdominal pain and she feels it was related to essure that has migrated. Left side 3 trailing coils, right side- 4 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Essure coils are seen in the region of the fallopian. Tubes bilaterally. Tubes were blocked.. X-ray - on (B)(6) 2018: the right essure seems a little displaced. Concerning the injury reported in this case, the following once were described in medical records: nausea, vaginal hemorrhage, menorrhagia, dysmenorrhea, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record : device dislocation lot number reported (277241) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure seems a little displaced') in a (B)(6) female patient who had essure (batch no. 277241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, energy decreased, joint pain, fibroids and grand multiparity. Previously administered products included for prevent pregnancy: nuvaring on (B)(6) 2010. Concurrent conditions included celiac sprue, multiple sclerosis, lyme disease and chronic abdominal pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2013, the patient experienced pain ("over all body ache") and arthralgia ("knee pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ passed clots"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2017, the patient experienced arthritis ("arthritis"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and loss of personal independence in daily activities ("it was affecting my abilities to do important daily activity"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, pain, arthritis, arthralgia and loss of personal independence in daily activities outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, fatigue and migraine had resolved. The reporter considered arthralgia, arthritis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, loss of personal independence in daily activities, menorrhagia, migraine, nausea, pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2012. He has chronic abdominal pain and she feels it was related to essure that has migrated. Left side 3 trailing coils, right side- 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Essure coils are seen in the region of the fallopian tubes bilaterally. Tubes were blocked. X-ray on (B)(6) 2018: the right essure seems a little displaced. Concerning the injury reported in this case, the following once were described in medical records: nausea, vaginal hemorrhage, menorrhagia, dysmenorrhea, fatigue, dyspareunia. Concerning the injuries reported in this case, the following one was reported from patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received- event "injury" updated to "abnormal bleeding (vaginal)", events- " menorrhagia/passed clots, arthritis, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraine/headaches, knee pain,over all body ache, it was affecting my abilities to do important daily activity, the right essure seems a little displaced", lot number, lab data, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right essure seems a little displaced') in a 42-year-old female patient who had essure (batch no. 277241-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, energy decreased, joint pain, fibroids and grand multiparity. Previously administered products included for prevent pregnancy: nuvaring on (B)(6) 2010. Concurrent conditions included celiac sprue, multiple sclerosis, lyme disease and chronic abdominal pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fatigue ("fatigue"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced migraine ("migraine/headaches"). In (B)(6) 2013, the patient experienced pain ("over all body ache") and arthralgia ("knee pain/ left hip aching "). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ passed clots"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced arthritis ("arthritis"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of personal independence in daily activities ("it was affecting my abilities to do important daily activity"), headache ("headache"), vitreous floaters ("floaters in front of my eyes"), scar ("scar tissue"), anxiety ("anxiety"), musculoskeletal stiffness ("stiffness"), visual impairment ("vision problem"), fear ("scared"), vaginal disorder ("vaginae hurting") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, pain, arthritis, arthralgia, loss of personal independence in daily activities, headache, vitreous floaters, scar, anxiety, musculoskeletal stiffness, visual impairment, fear, vaginal disorder and abdominal pain upper outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, fatigue and migraine had resolved. The reporter considered abdominal pain upper, anxiety, arthralgia, arthritis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fear, headache, loss of personal independence in daily activities, menorrhagia, migraine, musculoskeletal stiffness, nausea, pain, scar, vaginal disorder, vaginal haemorrhage, visual impairment and vitreous floaters to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6)2012. He has chronic abdominal pain and she feels it was related to essure that has migrated. Left side 3 trailing coils, right side- 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Essure coils are seen in the region of the fallopian. Tubes bilaterally. Tubes were blocked.. X-ray - on (B)(6) 2018: the right essure seems a little displaced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: fu 5&6 process together- social media received: newly added events- floaters in eye , scar, anxiety, stiffness, visual disturbance, fear, vaginal disorder nos, stomach pain, reporter was added. On 2-apr-2020: pfs received: no new information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.